Event description:
Philips received a complaint on the v60 ventilator indicating that there was a blower temperature high alarm. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that the device was taken off the customer and removed from service following the event and had remained out of use since. The customer checked the device's event log with the rse and confirmed a previous occurrence of the blower temperature high alarm had been logged. The customer inspected the air inlet filter and ground that it was a little dirty but not blocked. The customer requested onsite repair by a field service engineer (fse). The fse went to the customer site on 20may2026 and replaced the blower assembly to resolve the issue. Following the onsite service, a performance verification test (pvt) was completed, and the device was provided back to the customer ready for use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The product malfunction was confirmed by the rse and fse through inspection of the device's event log. The cause of the device issue was determined to be a faulty blower assembly.